Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient has noticed having unexplained random boluses on the meter and subsequently the pump that he stated were not intentionally given. Mother said patients blood glucose was not affected in any way. Patient's mother believes none of these boluses were given, despite both devices showing this in bolus data. No adverse event alleged. A request was made for the return of the device.